Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, an olympus engineer was dispatched to the user facility to observe the sampling technique of the scope sampler and the following observation was noted: someone was entering or leaving the sampling room. Additionally, the scope was re-cultured and tested negative. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section common device name; device pro code fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause for the post market surveillance with the referenced tjf study. There were no deviations observed during the reprocessing procedure review, the environmental investigation and the automated endoscope reprocessing (aer) machine inspection. The user facility used a medivators dsd edge aer to reprocess the subject scope. However, based on the investigations, the most probable cause of the reported positive scope culture is contamination due to improper sampling.

Manufacturer narrative:
As part of the post market study, the scope was sterilized and returned to the service center for evaluation. A visual inspection was performed on the scope. The instrument channel was inspected and noted a dried yellow colored discoloration and kinks inside the channel from the distal bending section side. The suction channel was inspected and did not find any signs of kinks, stains, or foreign material. The scope image was checked and the image is normal. The scope passed the leak test. A review of the service history of the scope indicates the scope was purchased on march 11, 2015 and found three repairs in the past three years; none relating to positive culture. The cause of the foreign yellow colored discoloration and the reported positive culture cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
The referenced scope was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. However, olympus will continue to investigate to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for acinetobacter species after reprocessing. There were no associated patient infections reported.